Event description:
During an explant procedure, it was noted that the set screw was unable to be loosened. It appeared that there was residue on the device that was obstructing the screw. This was removed and the device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Analysis indicated that the hex wrenches could not engage the atrial and ventricular set screws to untighten them due to calcified blood filling the set screw insets. The calcified blood was preventing and limiting wrench insertion into the set screw insets such that the inset could not be engaged by the wrench. The blood most likely came through damage to the septums in the form of a punched hole. The set screw was cleaned and removed normally. Further analysis of the device revealed no anomalies. A longevity calculation was performed and the device met its longevity requirements.